Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a damage battery was confirmed and reproduced during product evaluation as a damaged battery alarm. The cause of the determined damaged battery was due to user error. The battery and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of "damaged battery." During re-certification on (B)(6) 2010, (B)(6) 2009, (B)(6) 2009, (B)(6) 2007, and (B)(6) 2001, the batteries and harness were replaced per procedure. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.